Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s blood glucose rose to 318 mg/dl after a missed meal announcement while using the ilet, and data review confirmed the breakfast was not announced; educational troubleshooting was provided to announce accurate carbohydrates for subsequent meals. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute clinical effects. Outcomes included no hospitalization, no professional medical intervention, no assistance from others, no ketone testing, and no use of backup therapy. Investigation included review of uploaded device data and user interview. Investigation of this case revealed user error related to a missed meal announcement leading to elevated glucose. It was concluded that the device functioned as designed and that the event resulted from user handling. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.